Event description:
As reported, approximately 7 years post op initial left tka, this 61 y/o male patient was revised due to loose femur and recall of the tibial insert. Surgeon revised to a constrained size for femur with extension, stem and femoral augments. Also a femoral cone & cc tibial insert. Patient was last known to be in stable condition following the event. X-rays and images attached. No product return; lawyer.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Experience report - USA. As reported, approximately 7 years post op initial left tka, this 61 y/o male patient was revised due to loose femur and recall of the tibial insert. Surgeon revised to a constrained size for femur with extension, stem and femoral augments. Also a femoral cone & cc tibial insert. Patient was last known to be in stable condition following the event. X-rays and images attached. No product return; lawyer. (B)(6), 02-010-01-0240 - logic femoral ps cem left sz 4. (B)(6), 02-012-35-4013 - logic tibia ps mod insrt sz 4 13mm. Serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. Insert and femoral 510k: k033883. Concomitants: (B)(6), 02-012-35-4011 - logic tibia ps mod insrt sz 4 11mm. Serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. (B)(6), 200-02-38 - three peg patella 38mm. (B)(6), 200-02-38 - three peg patella 38mm. (B)(6), 204-34-02 - fluted stem extension 25l x 14 mm. (B)(6), 204-34-02 - fluted stem extension 25l x 14 mm. (B)(6), 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t. (B)(6), 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t. (B)(6), 02-010-01-0340 - logic femoral ps cem right sz 4. (B)(6), 204-70-00 - tibial stem ext. Screw. (B)(6), 204-70-00 - tibial stem ext. Screw.

Manufacturer narrative:
D10 concomitants: (B)(6), 02-012-35-4011 - logic tibia ps mod insrt sz 4 11mm. (B)(6), 200-02-38 - three peg patella 38mm. (B)(6), 200-02-38 - three peg patella 38mm. (B)(6), 204-34-02 - fluted stem extension 25l x 14 mm. (B)(6), 204-34-02 - fluted stem extension 25l x 14 mm. (B)(6), 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t. (B)(6), 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t. (B)(6), 02-010-01-0340 - logic femoral ps cem right sz 4. (B)(6), 204-70-00 - tibial stem ext. Screw. (B)(6), 204-70-00 - tibial stem ext. Screw.